Event description:
Pall filters (x3) for blood transfusions found to leak. Have 10 other reports from 10/2004 - 04/2005 of these filters leaking around square air vent. Hospital has been working with manufacturer, but device has not improved. Manufacturer indicates problem with device from other hospitals, but has not reported this to FDA.